Manufacturer narrative:
A field service engineer tested the unit after the operation had ended and no failures were observed. Investigation is ongoing. Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care ab provides product failure investigation analysis and resolution for the device described in this report.